Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was having issues with their device. It was reported the device had been dead for a year. Patient stated they notified their healthcare provider yesterday and they stated to get in touch with a manufacturer's representative. No symptoms reported. No further complications were reported/anticipated.